Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown mono/polyaxial screws: viper prime/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this report is being filed after the review of the following journal article: hiyama, a. Et al (2021), intraoperative computed tomography-guided navigation versus fluoroscopy for single-position surgery after lateral lumbar interbody fusion, journal of clinical neuroscience, vol. 93 (xx), pages 75¿81 (japan). The aim of this retrospective study was to use radiological evaluation to compare the sps techniques for llif under fluoroscopy and navigation. Between january 2019 to may 2021, a total of 99 patients (62 male and 37 female; mean age of 70.9 ± 9.7 years [range 32¿87 years]) underwent a lateral single-position surgery (sps) using lateral lumbar interbody fusion (llif) and percutaneous pedicle screw (pps) insertion. 26 patients had a pps inserted under fluoroscopy (sps-c group), and 73 patients had a pps inserted under intraoperative CT navigation (sps-o group). Most surgeons used an all-in-one pps system (viper prime tm, depuy synthes spine, raynham, ma, USA). The all-in-one pps system incorporates a guide pin self-tapping screw, eliminating the need for a guide pin insertion process. The following complications were reported as follows: 12 patients reported motor weakness. 20 patients reported anterior thigh pain and numbness. 5 patients had postoperative motor weakness and sensory impairment. 6 patients had reoperation. Among these, 3 reoperations were due to implant-related complications such as pps deviation and cage malposition. 2 screws (1.8%) in the sps-c group and 3 screws (1.0%) in the sps-o group were grade 1 (breach <2 mm), 3 (2.8%) in the sps-c group and 5 (1.7%) in the sps-o group were grade 2 (breach 2¿4 mm), and none in the sps-c group and 2 (0.7%) in the sps-o group were grade 3 (patients with complications such as pedicle fracture, an anterior breach with neurovascular compromise, and a lateral/medial breach with neurological sequelae). When grade 2 or higher was defined as pps inaccuracy, the sps-c group accounted for 4.6%, while the sps-o group accounted for 3.4%. 11.9% (48/404) screws were assessed to have an incidence of facet joint violation (fjv). Of these, 7.7% (31/404) were assessed to be either in contact or suspected to be in contact with the facet joint (grade 1), and 4.2% (17/404) invaded the joint (grade 2). A copy of the literature article is being submitted with this medwatch. This report involves one unk - mono/polyaxial screws: viper prime. This is report 1 of 1 for (B)(4).